Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic for a right ventricular lead revision following multiple defibrillation therapies and securesense episodes. During procedure, it was noted that the set screw was not tightened and the lead could be pulled out of the header. The lead was re-inserted into the header and the set screws were tightened. Provocative testing revealed good electrical measurements and the patient is in stable condition.